Manufacturer narrative:
Medtronic received additional information that the valve was explanted and replaced because the physician used a wrong size product. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this mechanical valve, the valve was explanted and replaced. No adverse patient effects were reported.